Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12238. It was reported the pt was experiencing heating at the ipg site. It was not reported if the issue was related to charing. The pt reported she had stopped charging the ipg about two years prior. It was reported the physician planned surgical intervention to remove the system. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charing and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.